Event description:
It was reported that during follow up, the atrial lead was found to have low biventricular pacing due to frequent undersensing, exit block and elevated thresholds. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.